Event description:
It was reported that a device was used during a lap cholecystectomy. As the specimen was placed in the bag, the bag broke away from the support arms. A new bag was used to complete the case with no pt consequence.